Manufacturer narrative:
Based on the claim against the product by the customer noting a partial fire, an investigation is in progress to determine the cause of this reported event. The sureform 60 stapler instrument and reload has not yet been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument and reload are returned (post engineering evaluation) or if additional information is received. Unable to perform system or instrument logs review with the lack of product information on file at the time. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y), there was a stapling issue during the third stapler fire of the sureform 60 stapler with an unknown reload color. A "blade exposed" message was received and upon unclamping the stapler, there was bleeding seen. Another reload was used to complete the stapling of tissue and the damaged tissue was sutured.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y), during the clamp cycle of the sureform 60 stapler instruments 3rd firing (unspecified reload color, a ¿tissue too thick¿ message was displayed. Then on additional compressing attempt, full clamp was achieved and the surgeon fired. Firing stopped and a "blade exposed" message was received. The surgeon was very careful with stomach tissue when manipulating and opening the stapler, but tissue was damaged and there was bleeding. The firing was completed with an additional reload and the damaged tissue was sutured. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the stapler reload but on (B)(6) 2023 did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument involved with this event was analyzed and upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on the system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire tests passed. Staple formation on test sheet was proper. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. Upon review of logs, there were no logs or history for any surgery; the system was possibly not connected to on-site and, as a result, no logs were available to confirm the complaint. If the involved reload is returned or additional information becomes available, a follow-up MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.